Manufacturer narrative:
No complaint was received with the return of the device; failure event observed during analysis. A complete lead was returned for analysis in 2 segments. External insulation abrasion was noted at 9.7 ¿ 9.9 cm and 25.4 ¿ 25.5 cm from the distal tip exposing the outer coil consistent with friction to another device or feature of the patient anatomy.

Event description:
This report is to advise of an event observed during analysis.